Event description:
Initial report and f/u info: this non-serious unsolicited report was received from a consumer via our affiliate in (B)(4) on (B)(6) 2011 (processed together). Upon medical review, the event of this case has been upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree (B)(4). This report involves a female pt in (B)(6), who was administered poly-l-lactic acid (sculptra), five vials in total on four visits from (B)(6) 2009 to (B)(6) 2010 (indication and dosages unk). After her last visit in (B)(6) 2010, this pt started to develop lumps on the lower edge of her face. She kept massaging them, but they did not improve. Two months later the lumps got bigger despite the continued massage. She described her cheeks as feeling full of peas. The pt stated the nurse has been trying to dry needle the lumps, but this is not working and is causing bruising. Treatment with clarithromycin 500 mg twice daily was prescribed as her physician thought the cause of the lumps may be bacterial. The first course of clarithromycin has no effect, but the pt is due to start a second course. A ptc (product technical complaint) has been initiated for this report: (B)(4). Results for global ptc # (B)(4) were received and indicated the following info. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(6) and the investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Action taken: unk. Corrective treatment: clarithromycin 500 mg twice daily. Outcome: not recovered. Reporter's causality assessment: na.